Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was exercised for 24hr time period with no unprogrammed boluses delivered or recorded in the pump history during that time. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. The bolus history was found to be recording properly. There was no hypersensitivity to the buttons on the keypad noted. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy testing and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 42 mg/dl with cognitive impairment associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump and was treated with oral carbohydrates as needed. It was reported that the pump gave extra boluses, but there were missing bolus records from the pump. This complaint is being reported based on the allegation that the patient experienced hypoglycemia due to the alleged inaccurate delivery issue.